Event description:
Per the clinic, the patient experienced a balance disturbance issue and vertigo which led to a performance decrement and pain with the device used. Subsequently, the device was explanted on (B)(6) 2025 and the patient was reimplanted with another cochlear device during the same surgery.